Event description:
Adverse event(s): "anterior chamber collapse" (collapse). Product problem(s): "no information" (no information). A literature report indicated that an anterior chamber collapse occurred in 13 out of 314 eyes (3.14%) using sulfur hexafluoride (sf6) or perfluoropropane (c3f8). Presence of preoperative shallow anterior chamber, removal of intraocular lens as a part of the procedure, occurrence of intraoperative anterior chamber collapse, and use of sf6 were associated with high risk of anterior chamber collapse postoperatively than with c3f8. It was reported that the identification of potential risk factors in a given eye can alert the surgeon to the possibility of development of anterior chamber collapse postoperatively. There are two medical device reports being filed for this report; this is for the sf6.

Manufacturer narrative:
The device was not returned for eval. There was no lot number or any identification traceable to the mfg process. Citation: lingam gopal, ms, amit nagpal, ms, sachin kabra, md, joseph roy: anterior chamber collapse following vitreoretinal surgery with gas tamponade in aphakic eyes, retina 26:1014-1020, 2006. Add'l info was requested but not received. (B)(4).